Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise on this right ventricular (rv) lead led to inappropriate delivery of shock therapy and of anti-tachycardia pacing (atp). During electrogram review, boston scientific technical services (ts) noted that most of the noise appeared non-physiologic in nature. However, some myopotential oversensing was present. Ts also found intermittent, high, out-of-range impedance measurements over the past several months. High, out-of-range shock lead impedance was also mentioned. An rv rate-sense fracture was suspected. The lead was surgically abandoned. No additional adverse patient effects were reported.